Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with implantable cardioverter defibrillator (ICD) had a fall incident. A pericardial effusion was also observed. Additional information indicated that the device was interrogated and was noted to be functioning properly. An echocardiogram was performed and confirmed the reported effusion. Furthermore, fall was not related to the device functionality. The patient was hospitalized and observed. The ICD remains in service. No additional adverse patient effects were reported.